Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a procedure a system message was displayed. The intraocular pressure of the system dropped below the necessary four bars and the patient's anterior chamber collapsed. The anterior rhexis was injured. Additional information has been requested but not received.

Manufacturer narrative:
(B)(4).

Event description:
An ophthalmic surgeon reported that during a procedure a system message was displayed and the irrigation pressure failed and the patient's anterior chamber collapsed. The edge of the anterior rhexis was injured (tear) at two o'clock during the removal of the first quadrant of the cataract.. It was noted that the surgeon cannot say if it was the manipulator or the phaco tip that caused the injury. The surgery was successfully completed when the air pressure supply recovered. Service was not requested for the system additional information was requested and received. Additional information has been requested but not received.

Manufacturer narrative:
The customer reported the system displayed a system message (sm) pneumatics ¿ submodule failure, and the pressure dropped. The anterior chamber collapsed and the anterior capsule tore at 2 o clock. Additional information noted that the irrigation pressure failed during phaco. The surgeon is not sure if the anterior capsule tear was due to a second instrument or the phaco tip. The event occurred during first quadrant removal during phaco. The air pressure supply was recovered and the surgery was completed successfully. The customer did not request service for the system. Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. As stated in the system operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ the operator¿s manual includes the warnings: good clinical practice dictates the testing for adequate irrigation, aspiration flow, and operation as applicable for each handpiece prior to entering the eye. Visually confirm that adequate infusion flow is occurring prior to attachment of the infusion cannula to the eye. Product evaluation no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Root cause the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).